Event description:
During the procedure, the physician induced negative pressure and saw that blood came out. It was suspected the balloon of the cypher select + stent had leakage; therefore, the stent could not be deployed. The target lesion was located in the left anterior descending (lad) coronary artery. The lesion was described as calcified. The reference vessel was tortuous. The stent was changed to another unknown stent to complete the procedure. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. There was no difficulty advancing the device through the vessel. There was no difficulty crossing the lesion. The device was not in an acute bend. The contrast media used was xenetix 200ml. The contrast to saline ratio was 1:1. A merit indeflator was used during the procedure. The same indeflator was successfully used with other devices. The balloon was not inflated, only induced negative pressure and blood was found coming out so the physician just withdrew the product out of the patient. The balloon did not burst. The balloon was removed intact (in one piece) from the patient. There was no patient injury. It was unknown if cordis product was used to complete the procedure.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15315996 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15315996. Pre-sterile assy cypher select subassembly lot 15316062 was reviewed. It was observed during review of this lot that no nonconformances and process excursion records were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Inflation/deflation and burst balloon test results were reviewed and no anomalies were encountered during manufacturing process of this lot. Functional test, leak test and 100% inspection results were reviewed and no anomalies were found.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). During a percutaneous coronary intervention (pci), leakage was observed in a cypher select + when the physician induced negative pressure. It was suspected the balloon of the cypher select + stent had leakage because blood was observed. The product was removed and another product was used to complete the procedure successfully. The target lesion was located in the left anterior descending (lad) coronary artery. The lesion was described as calcified. The reference vessel was tortuous. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. There was no difficulty advancing the device through the vessel. There was no difficulty crossing the lesion. Negative pressure was induced and blood was observed. The device was not in an acute bend. The contrast media used was xenetix 200 ml. A merit indeflator was used during the procedure. The same indeflator was successfully used with other devices. The balloon was not inflated. The balloon was removed intact (in one piece) from the patient. There was no patient injury. One non-sterile cypher select + 2.25x28 mm was received coiled inside a plastic bag. The stent was received between proximal and distal marker bands. The blood residues were observed inside the guide wire lumen. During functional analysis, pressurized water was applied through the catheter using an indeflator device. The balloon was not inflated due to obstruction of blood in inner body. However, sem analysis was realized. Sem results showed that the balloon external surface exhibited evidence of external abrasions next to the leak-hole. Moreover, a small hole was observed near the leak-hole. The balloon internal surface exhibited evidence of abrasion and splits. The exact cause of the leakage could not be conclusively determined. The marker band exhibited no anomalies. An assessment was performed by pet team. The assessment concluded that there are enough controls to detect this kind of issues. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure (leakage) was confirmed; the exact cause of the failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Based on the presence of external surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors may have contributed to the event.